Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reported stated that the meter displayed "code key missing" when attempting to test his blood glucose, although the code key was inserted in the device. The patient drove without testing his blood glucose and lost consciousness resulting in an auto accident. Time frame between attempting to test and loss of consciousness is unknown. His blood glucose measured 2 mmol/l on the paramedic meter and he was treated with glucose gel and glucose tablets. The meter was requested to be returned for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.